Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly, which resolved the reported issue and replaced the battery pins as a preventive maintenance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.